Event description:
User rec'd an extremely high iron result for one pt sample, which was lower when repeated. User states this issue has occurred four to five times in the six years they have had the i800, but did not provide any data for these occurrences. Sample was drawn in a lithium heparin tube. Initial result gave 356 ug per dl. User did not believe the initial result, and reran the sample on another analyzer giving 23 ug per dl which was reported. User ran previous samples from this same pt and all samples gave iron values in the 20's. On (B)(6) 2009, the same sample was repeated again on the initial analyzer giving 26 ug per dl. User states that no action was taken on the aberrant result, as it was not reported.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted he performed instruments checks and cleaned wash stations. To verify analyzer performance, customer ran controls which were within spec.